Manufacturer narrative:
(B)(4).the complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a subject coincident with extraneal unknown and physioneal 40 unknown therapies for automated peritoneal dialysis (apd). On (B)(6) 2009, due to changes with antibiotics, the subject switched to continuous ambulatory peritoneal dialysis (capd). The action taken with extraneal and physioneal was not reported. On (B)(6) 2009, the subject experienced bacterial peritonitis manifested by cloudy peritoneal effluent, which resulted in hospitalization that same day. The bacterial peritonitis was without septicaemia. The primary contributing factor to the event was unknown. On (B)(6) 2009, empiric treatment with ip cefazolin and ip vancomycin (doses and frequencies not reported) was started. On (B)(6) 2009, the subject was discharged from the hospital. On (B)(6) 2009, therapy with cefazolin and vancomycin ended.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.